Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, with the scope being repaired by a third-party repairer and unable to obtain reprocessing steps from the user, the specific root cause could not be determined at this time. However, there is no potential for this issue of compression damage with retained moisture to cause or contribute to death or serious injury if the malfunction were to recur. The following information is stated in the instructions for use (IFU): "prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had compression damage with retained moisture. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found missing labels, a cut on switch button 1, low angulation (left/right/up direction), excessive play, old glue and surface scratches on the objective lens, excessive buckles on the light guide tube and there was clicking on the control knob when the lock was engaged. Additionally, there were non olympus parts installed on the device (distal end plastic cover, light lens, nozzle, bending section cover, bending section cover glue and insertion tube). Scratches and dents were found on the distal end cover, the bending section cover glue was cracked and there were excessive buckles on the insertion tube, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.